Manufacturer narrative:
Customer has indicated that the product will not be returned to orthopediatrics for investigation, because the device is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a "broken pedicle screw found at distal end of construct at 6 month post op follow up." No adverse events have been reported as a result of the malfunction.